Event description:
The biomedical engineer (bme) reported that after receiving the multigas unit back from repair on ticket (B)(4), it was still giving an "external device failure" error message when testing it in two separate rooms. The device was not put into patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that after receiving the multigas unit back from repair on ticket (B)(4), it was still giving an "external device failure" error message when testing it in two separate rooms. He tried changing the water trap and hoses, reseating the cables, and he rebooted the device multiple times, but the issue persisted. The device was not put into patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.